Event description:
Related manufacturer reference numbers: 1627487-2023-01442 and 3006705815-2023-01975. It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted to address the issue. Two extensions were added to the cover the exposed contacts on the implanted lead. After the extensions were placed on the lead tails, the bottom half of the extensions were removed by the surgeon and the portion of the extensions attached to the lead were implanted into the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.